Manufacturer narrative:
Correction: date of event, describe event or problem. Additional information: manufacturer narrative.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "we recently replaced our aging fleet, which was forced off the market due to numerous safety issues identified by FDA. Our new fleet is experiencing the same problems as the one that replaced it. These pumps are unsafe for patient use. Channel errors constantly interrupt infusions, including those in our ICU that run life-sustaining medications. The modularity of the system is a convenience for staff, but puts our patients at serious risk of permanent harm or death. These pumps in question are, again, brand new so the issue is a design or manufacturing problem and cannot be ascribed to age". There was patient involvement, but the outcome is unknown. Note that in the report, "type of event" field was marked as "serious injury". Although requested, the customer declined to return the device to the manufacturer for investigation. The customer was unable to provide the serial number and clarification as to why "serious injury" was indicated in the medwatch report the facility submitted.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "we recently replaced our aging fleet, which was forced off the market due to numerous safety issues identified by FDA. Our new fleet is experiencing the same problems as the one that replaced it. These pumps are unsafe for patient use. Channel errors constantly interrupt infusions, including those in our ICU that run life-sustaining medications. The modularity of the system is a convenience for staff, but puts our patients at serious risk of permanent harm or death. These pumps in question are, again, brand new so the issue is a design or manufacturing problem and cannot be ascribed to age". There was patient involvement, but the outcome is unknown. Note that in the report, "type of event" field was marked as "serious injury".

Manufacturer narrative:
Correction: concomitant med prod data. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an si-channel error was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "we recently replaced our aging fleet, which was forced off the market due to numerous safety issues identified by FDA. Our new fleet is experiencing the same problems as the one that replaced it. These pumps are unsafe for patient use. Channel errors constantly interrupt infusions, including those in our ICU that run life-sustaining medications. The modularity of the system is a convenience for staff, but puts our patients at serious risk of permanent harm or death. These pumps in question are, again, brand new so the issue is a design or manufacturing problem and cannot be ascribed to age". There was patient involvement, but the outcome is unknown. Note that in the report, "type of event" field was marked as "serious injury". Although requested, the customer declined to return the device to the manufacturer for investigation. The customer was unable to provide the serial number and clarification as to why "serious injury" was indicated in the medwatch report the facility submitted.